Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1q63q, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). Patient code, device code, eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va1q63q). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they had a cellulitis infection so the system was removed on (B)(6) 2018. Due to the confirmed infection, the patient said they are on medication/oral antibiotics; they want to donate their patient programmer (pp) to the manufacturing company. It is unknown at the time of the report if the product will be returned. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.